Event description:
Medtronic received a report that the distal region of the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ic-pc branch. The max diameter was 11.3mm, and the neck diameter was 7.4mm. The patient's vessel tortuosity was strong. The landing zone zone was 3.82mm distal and 4.98mm proximal. Dual antiplatelet treatment was administered. It was reported that deployment attempts were made at the distal region and the proximal region of the m1, but it could not expand easily. The device was resheathed and deployment was repeated twice, but it could not be deployed even after changing the location. The distal region slipped off, so it was changed to a longer stent size and the procedure was continued; placement was completed without any problems. The pipeline was not positioned in a bend a less than 50% had been deployed when it failed to open. No other steps were taken to open the device. The patient did not experience any injury or health damage. Angiographic results post procedure showed no problems. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the event was not determined but it was estimated at the site that it was due to the size of the blood vessel diameter difference.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.